Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was not communicating and on critical override. The field service engineer (fse) found that half height drawer 4 failed with no lights on the interface. The drawer controller board also failed the ohms test. The boards were replaced, the connections were secured, tightened the hard stops and the retractor bands. The drawer tested good in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was not communicating and was in critical override. The screen was going blank and turning off. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.